Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg at 0.5001 mg/day) via an implanted pump. The indication for use was non-malignant pain, failed back surgery syndrome, and join pain/arthritis. It was reported the pump became sore and was right under the skin during an examination on (B)(6) 2018. The device diagnosis was pump migration. It was indicated the event was possibly related to the device or therapy. The pump was explanted and replaced on (B)(6) 2019. The device disposition was unknown. The event resolved without sequelae on (B)(6) 2019.